Event description:
Customer states: prior to use a doctor confirmed a deflation failure of the tracheal cuff. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis.